Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc device. The sensor prematurely detached after 8 days of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced a coldness, shaking, and weakness and was unable to self-treat. Customer was taken to health care provider by family member where unspecified treatment was administered. There was no report of death or permanent injury associated with this event.